Event description:
It was reported that the asymptomatic patient presented for follow-up. Increased capture threshold and decreased pacing lead impedance were observed. Patient reported not following the arm restrictions post-surgery. Lead was repositioned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.